Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
During follow up with the home patient's (hp) husband regarding a system error 2240 alarm, the hp's husband stated that he had changed out the cassette that night but not the bag. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single use product where the home patient's husband stated that he had changed out the cassette that night but not the bag. This complaint is confirmed because a partial swap of materials is a use error that can cause contamination. The assignable cause was undetermined. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.